Event description:
It was reported that when the initial implant procedure of the reactive system was completed, an x-ray revealed that the leads were no longer positioned correctly. The incision had to be reopened, and two new leads at the surgeon's request were implanted without complications for the patient. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference # (B)(4).

Manufacturer narrative:
Mml reference # (B)(4). Although requested, no images were available or evidence to support the incorrect position or migration of the initial leads implanted. The device was returned. There was no allegation against the lead's functionality. The lead passed functional testing, and visual inspection observed no damages or anomalies. The reported issue was not confirmed.

Event description:
It was reported that when the initial implant procedure of the reactiv8 system was completed, an x-ray revealed that the leads were no longer positioned correctly. The incision had to be reopened, and two new leads at the surgeon's request were implanted without complications for the patient. There was no report of patient harm or injury.